Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Prior to hospitalization, the customer did not give a manual injection to treat the high blood glucose levels. Troubleshooting wasperformed and the insulin pump passed the required tests.